Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number. Hernia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hernia as follows: "a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia." "There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias."

Event description:
Allergan received a forwarded medwatch (MFR report #(B)(4)) from the physician: health professional reported that the pt "underwent a hiatel hernia repair. The physician attempted to remove the gastric band, however, a fragment (5.6 cm x 0.4 cm tip of the device) remained in the pt." The fragment was removed on a later date and a second gastric band was implanted. F/u findings: the health professional reported that the hernia was "possibly related to or made worse by [lap-band system implant] procedure."